Manufacturer narrative:
Pump unable to prime during prime test due to faulty force sensor resistor (gold) . No prime test alarm noted. Pump passed basic occlusion test and displacement test. Unable to perform occlusion test and no delivery test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had prime rewind. Customer's blood glucose value was 600 mg/dl at the time of incident and current blood glucose was 600 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.